Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the scope socket due to excessive force or an impact applied to the connector which prevented connection of the endoscope. Regarding the handling of the device, the following is described in the instruction manual: "when the light source is turned on with no endoscopes connected to the light source, the airflow indicator "stby" may blink." "When the light source is turned on with no endoscopes connected to the light source, the lamp indicator "stby" may blink."

Event description:
The problem, as reported to olympus, occurred during setup and there was no patient involvement. The device was inspected during setup and the issues identified.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty scope socket with error code "err 300" generated. Additionally, a bad socket locking mechanism was found not protecting the pins. The unit was repaired and returned to the customer.

Event description:
A user facility reported to olympus that after replacing the lamp, a scope error was generated and all of the lights on the front panel were flashing. There was no patient injury or harm, associated with the problem, reported to olympus.